Event description:
A resolution clip device was used during a colonoscopy procedure in 2008, (male patient, weight unknown). According to the complainant, the clip came off the catheter in the open positon after deployment. The physician completed the procedure with a second resolution clip device. No patient complications were reported as a result of this event, and the patient was "fine" following the procedure.

Manufacturer narrative:
According to the complainant, the suspect device was discarded; therefore, a device evaluation was not performed. The cause of the reported malfunction is undetermined. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.